Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The occlusions were resolved by clearing the alarm and resuming insulin therapy. There was no reported adverse impact to the customer's blood glucose level.